Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via analysis of the submitted log file. The submitted log file contained approximately 9 days of data ((B)(6) 2019 ¿ (B)(6) 2019, per the time stamp). On (B)(6) 2019 at 07:01, the rsoc voltage levels of both power cables dropped from the expected ~12.6v down to ~2.99v activating power cable disconnect and low power hazard alarms; the alarms cleared when the ac power was restored. After 14 seconds, the rsoc voltage levels of both power cables dropped again from the expected ~12.6v down to ~2.3v activating power cable disconnect, low power hazard, and no external power alarms. The associated voltage levels indicated that the alarms occurred when the system controller was powered by a mobile power unit (mpu) and indicated an intermittent loss of power; the alarms cleared when the ac power was restored. The controller also captured a transient backup battery fault recorded during the second power loss event which cleared immediately in the next event. Pump support was not affected during these events as the system was supported by the backup battery as intended. Despite these findings, there were no other notable alarms or events active in the log file including low flow hazard alarms. The mobile power unit was not returned to abbott for analysis nor the serial number was reported; the unit remained in use. Multiple attempts were made on (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, (B)(6) 2019, and (B)(6) 2019 to obtain additional information from the customer regarding the reported events; however, no further details were provided. No additional follow-up attempts will be performed. Based on the log file analysis, a root cause for the no external power alarms was determined to be related to a loss of the ac power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - cannot be determined without the mpu serial number. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had a no external power on (B)(6) 2019. Review of the log file by the manufacturers technical services representative showed the no external power on (B)(6) 2019. This was caused by power to the mpu being briefly interrupted. It was stated that the ebb fault was due to the no external power event and did not need to be replaced.